Event description:
It was reported that approximately one year post chronic catheter placement, a crack was allegedly found over the hub in the white lumen. It was further reported that the catheter was repaired. Reportedly, the patient is currently on IV antibiotics. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: one hickman t/l catheter was returned for evaluation. A cap was noted on the luer. The sample was returned with no clamp. A repair tube was noted on the catheter with a split noted within the repair tube. The adhesive at both ends of the transparent repair tube appeared intact. The distal catheter segment was not returned. Residue was noted throughout the device. The gross visual observed are loosely wrapped adhesive was noted on the outer lumen. An opening between the outer and inner lumen was noted. The edge of the circumferential split was jagged and smooth. Striations were noted on the edge of the complete circumferential break and the catheter appeared cut. Functional testing were performed. The investigation is confirmed for crack in the white lumen, as the catheter was patent to infusion and aspiration with a leak noted at the circumferential split. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the crack in the white lumen, as the plastic is used to cover the hole and crack was noted in the white lumen. A definitive root cause could not be determined labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 expiry date (09/2020), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (09/2020).

Event description:
It was reported that approximately one year post chronic catheter placement, a crack was allegedly found over the hub in the white lumen. It was further reported that the catheter was repaired. Reportedly, the patient is currently on IV antibiotics. The patient status is unknown.